Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had a power issue. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged issue first occurred on (B)(6) 2017. The patient manages their diabetes with an unspecified dosage of metformin and stated that they had been consuming less food and/or drink in response to the alleged product issue. The patient stated that a few minutes after the alleged product issue occurred they developed symptoms of ¿shaking and lightheaded¿; symptoms which the patient associated with hypoglycemia. In response to this the patient measured their blood glucose on a neighbor¿s meter and obtained a ¿lo¿ result; indicating their blood glucose was low. As a result of this the patient drank orange juice with sugar in it per their doctor¿s advice at 5pm on (B)(6) 2017. At the time of troubleshooting the cca noted that the batteries did need to be changed, however the patient did not have any at the time of the call. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.